Event description:
Reporter called regarding his dreamstation 2 continuous positive airway pressure (CPAP) machine. The machine quickly evaporates the water in the water reservoir while in use and has to be refilled multiple times over a short period. The machine consistently overheats causing the water reservoir to eventually crack which then needs to be replaced (can take a while). When the device is not being used, it routinely stays very warm to the touch, it needs to be placed in a safe place to prevent heat damage. Additionally, when the CPAP is in use, reporter states that there is an odor that comes from the machine. Caller attempted to call the manufacturer (philips respironics) to report these issues but stated that the representative on the phone laughed at him and said that this is the first time they have heard of these problems.